Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a possible infectious corneal ulcer." The device history records and sterility records have been reviewed by manufacturing and found to be in compliance.

Event description:
An eye care professional reported that a patient was referred to a corneal specialist for an unspecified "adverse event", left eye, associated with wear of o2optix contact lenses. Pre-event acuity reported as 20/25 left eye. Several requests have been made for additional information, however, no further information has been provided.